Event description:
It was reported that the patient¿s vns battery is almost dead and she has noticed that when her vns is not working she is having more seizures affecting her left arm. Also she has seen the seizures are stronger. No known surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
It was noted that the explanted product was discarded.

Event description:
The patient underwent generator replacement. Information was received that the settings were disabled due to patents battery being depleted. It was noted the physician believes that the increase in seizures is due to battery depletion. The increase is at pre-vns baseline levels. Explanted device has not been received for analysis to date.